Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician found " debris on gloves" after manipulation of the proximal end of the guidewire. The physician stated that "the debris came from the wire itself". No other information was provided.